Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported their bottom aligner sticks out into their tongue cutting it. They have been trying dental wax and filing doesn't work as it makes it sharper and rough. Provided fit tips and to follow up with update.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.